Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR for this lot has been requested. The additional evaluation visual inspection revealed rust spots on product, around the weld between the shaft and the handle, in unopened package. One cycle during the welding process was not carried out as intended. Residues, therefore, got stuck in the weld that caused the rusty spots later. A CAPA determination request has been initiated.

Event description:
It was reported that the product was rusted in unopened package. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 06/10/2011. The device history record review was performed. The manufacturing documents were reviewed and no complaint related issues were found.